Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device expressed much anxiety regarding system performance, partially on account of a previous non boston scientific implant, that produced poor results. The patient reported distress over product model serial inclusion into advisory populations and was left to mistrust the performance of this implanted device. Approximately one year post implant, the patient recalled an unexpected fall for which they were unable to determine root cause in spite of a later clinical evaluation. The patient also reported generally not feeling well and was later seen for blurred vision and possible stroke. To date, the device remains implanted and in service with no field reported issues of performance anomalies; however to the knowledge of boston scientific, no data was submitted for technical services confirmation of performance.

Event description:
It was reported that the patient with this device expressed much anxiety regarding system performance, partially on account of a previous non boston scientific implant, that produced poor results. The patient reported distress over product model serial inclusion into advisory populations and was left to mistrust the performance of this implanted device. Approximately one year post implant, the patient recalled an unexpected fall for which they were unable to determine root cause in spite of a later clinical evaluation. The patient also reported generally not feeling well and was later seen for blurred vision and possible stroke. To date, the device remains implanted and in service with no field reported issues of performance anomalies; however to the knowledge of boston scientific, no data was submitted for technical services confirmation of performance. Subsequently, remote monitoring data was submitted and reviewed by boston scientifics technical services. This review summarized the following: the patient has three implanted leads, two non boston scientific, one bsc lead and a bsc device. All reviewed data supports normal system operation, to include both lead and device performance. The patient mentioned two previous arrhythmic events from several years prior however, no information within the device history was able to support this statement. Given the timeline, it is possible that these episode details had been overwritten. It was also confirmed through device history review, that the automatic threshold testing feature was not enabled. As one of the patient complaints was palpitation sensitivity and device automatic threshold testing can be a source of stimulation, this has since been ruled out as a contributing factor. Technical services concluded that the pairing of non bsc leads with a boston scientific device, should pose no performance issues and that specifically this system appears to be functioning as expected. Although this device model and serial is included in the mv sensor signal oversensing advisory population, this does not apply to the patient of this event, as no signs of mv sensor signal oversensing were observed. Furthermore, boston scientific released a software update for devices which includes an algorithm that monitors for mv sensor signal oversensing and turns the sensor permanently off in case of occurrence, further mitigating the risk for patients. It was the recommendation to have the patient contact their primary care provider for conditions such as the reported high blood pressure and tinnitus.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.